Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump often gets a blank display without warning. The blood glucose at the time of the incident was 390 mg/dl. It was stated that new set of batteries and battery cap were tried but issue was not resolved. The device was returned for analysis.